Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae. The possible wound infection was at midline lumbar incision.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported a possible wound infection. There were no labs drawn or cultures taken. When they looked closer it did not look infected but they cleaned it with antibiotic solution anyway. The outcome was ongoing. Interventions included wound flushing with antibiotic solution. The patient received IV antibiotics and oral antibiotics. No diagnostic methods were performed. The etiology was noted as not related to the device or therapy and possibly related to the implant. Signs and symptoms included an open wound at proximal end of midline incision. The severity was noted as mild. Relevant medical history included: non-malignant pain

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.